Event description:
It was reported that the clinical information center (cic) was continuously rebooting while monitoring two telemetry patients, resulting in a loss of monitoring for approximately 90 minutes. Alternate monitoring was not available during this time. A faulty hard drive is suspected. No serious injury or death is associated with this event, nor was medical intervention required. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.